Event description:
A customer reported fluid was leaking out of the bottom of the cassette. No additional info was provided. There was no pt involvement.

Manufacturer narrative:
A cassette has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).